Manufacturer narrative:
Device lot number and serial number, unavailable. The spheres were returned to the manufacturer for evaluation. After visual and functional testing it was confirmed that there was physical damage to the spheres. The outer shell of the returned sphere had separated at the seam with both hemispheres detached from the solid plastic core. Device manufacture date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that half of the silver part of the reported sphere was peeled off.